Manufacturer narrative:
The case description states that the controller has a blank screen due to the controller being broke. The controller was returned for investigation and the screen was observed to be cracked. The controller was able to turn on and the screen was still legible upon powering on. Despite the cracks, the controller was able to pass all adb tests. Inspection of the log files found no issues with the system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl. The patient reports that the pdm (personal diabetes manager) had a blank screen due to it being broken. The patient was treated with IV(intravenous) fluids. The patient was released the same day.